Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, fragments disengaged from the device into the pt's cavity. The surgeon removed them laparoscopically. The hosp has reported no pt injury occurred.